Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a blank display. Customer stated that she went to give herself a bolus and nothing came up. Customer stated she never received the low battery alarm. Troubleshooting was performed and the blank display did return with a battery change. Self test was performed and passed. Customer's current blood glucose reading is 112 mg/dl. No further information reported.